Event description:
The manufacturer received information alleging a ventilator failed testing. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previosuly reported an allegation of a ventilator failing service testing. A field service engineer was dispatched by the manufacturer and the customers complaint was confirmed. The device's system board was replaced to address the issue.